Manufacturer narrative:
Investigation findings: the driver was received for investigation with 0.220" of the tip detached. A visual examination observed the shaft was severely bent with scratch marks and gouges on the shaft near the handle. A materials hardness test was performed and the instrument was found to be within specification. This type of damage can occur when excessive lateral force is applied during use. A 2 year review of the product's history shows this as the only return for this problem. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that while inserting a metal screw into the pt's tibia, in a right acl reconstruction, the tip of this driver broke. The tip was removed from the pt's joint and the procedure was completed successfully. There was no injury to the pt.